Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor reset during pulse testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q16, q10, q8, q7, and q6 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the review of service data, a reportable malfunction was found.